Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling a cartridge with 150 units of insulin. Additionally, the customer reported putting air into cartridges. Tandem technical support educated the customer on the air removal process. Customer's blood glucose level was 472 mg/dl. Reportedly, the customer successfully added insulin to the existing cartridge and resumed insulin delivery.